Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported that the patient experienced pain at the ipg sites due to ipgs being superficial. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipgs were repositioned to address the issue.